Manufacturer narrative:
It was reported that a long diffuse ata lesion was treated. The passeo-14 balloon was used for pre-dilatation. The physician wants to check the flow and therefore removed the guide wire from the guide wire lumen and injected contrast medium through the guide wire lumen. Per instruction of use injection of contrast medium through the guide wire lumen which is not intended. The technical investigation of the returned device revealed a weakness between the guide wire lumen and the inflation lumen at the level of the welding inside the hub causing a leakage as contributing factor. However, the leakage most probably occurred as result of the injection of the contrast medium through the guide wire lumen. To prevent a potential leakage the respective internal departments were informed about this case and the related quality systems processes will be reviewed.

Event description:
Ous MDR - it was intended to treat a calcified lesion in a medial anterior tibial artery. During procedure a device leakage has occurred.